Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call of having difficulties connecting the sensor and the transmitter. Caller reported that the sensor glucose was not correct and customer had a seizure. Troubleshooting was performed on sensor. Customer's blood glucose was 403 mg/dl and caller declined troubleshooting for high blood glucose.